Manufacturer narrative:
The other adverse events issues questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the device at an off-label location, implanting the stimulator too close to the targeted nerve, and bone or tissue inadvertently punctured during the procedure have been ruled out as potential causes. However, the patient bumped their leg against a stretcher in the summer of 2022. Ever since then, the bottom incision started to erode. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; stimwave has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The stimulator is used to treat pain. The cause of the reported issue is due to severe force applied to implant as the patient bumped their leg on a stretcher (user error - patient). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in other adverse events issues. Other adverse events issues rates remain acceptably low; thus, CAPA is not required. Other adverse events issues rates will continue to be tracked and trended.

Event description:
The patient reported the lead near the tibial nerve has non-healing skin over it and the lead is now visible externally. There were no signs of infection. An explant procedure was performed on (B)(6) 2023, a new lead was implanted and the outcome was great.